Event description:
Laser fiber was placed through the bronchoscope channel with tip remaining intact. After brief usage it was removed from the channel as planned. After re-introducing the fiber it was noted that the tip was fractured. A new laser fiber was opened and used thereafter. The tip was later found buried in the airway mucosa and was retrieved without incident.